Event description:
It was reported that this right atrial lead exhibited high out-of-range pacing impedance measurements and the right ventricular lead exhibited oversensing. During a replacement procedure, the right atrial lead was then tested with pacing system analyzer (psa), a lead fractured was noted. In addition, the right ventricular lead was also tested, and the impedances measurements was within the normal limits, but oversensing was noted on the rv channel. It was believed that this was related to lead damaged. At this time, both leads remains in service. No adverse patient effects were reported.